Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be determined. Although, the main lamp was not functioning, when it was first tested by olympus service. The lamp functioned properly, after being removed and reinserted into the light source. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation determined the main lamp did not light due to lamp failure. The main lamp was removed for examination, then reinstalled in the light source; the lamp then ignited. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the olympus, model clv-s190 visera elite xenon light source failed; the system white balanced and then was flickering. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.